Manufacturer narrative:
(B)(4). Batch # t5c53x. Additional information was requested, and the following was obtained: can you please clarify what portion of the ¿primary packaging of the reload¿ was stuck in the device? The sterile packaging. Was the metal cartridge pan stuck in the device? No. Can you clarify what caused the bleeding? Unk. Was there an issue with the staple line from the complaint device? No. How much blood was lost (ml)? About 1500 ml. Did the patient require a transfusion? Yes, 2 red blood cells. How was the bleeding controlled? Unk. How long was the procedure prolonged (minutes)? Unk. Was there any patient consequence as a result of the procedure being prolonged? Blood loss. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient consequences. What were the indications for surgery? Liver transplantation. How many times was the device fired and on which firing did the reloading issue occur? The reload was empty, the problem is occurred at the time of reloading when activating the device. On what anatomic structures was the device fired and what was the sequence of the firings? Unk. When did the bleeding start (before or after firing the device)? Unk. Was the tx device the cause of the bleeding? Unk. Was the device difficult to close? Unk. Was the device difficult to fire? No. Was the tissue retaining pin placed automatically or manually? Unk. Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Unk. Were there any other alternative approaches used to proactively prevent bleeding such as utilizing a vascular clamp prior to artery division? Unk. Was the device difficult to open? Unk. Were the staples properly formed? If no, please describe the shape. Unk. Can you please further describe what part of the packaging was stuck in the device (tyvek, clear film the red retaining cap, a piece of the retaining cap, etc.)? The paper primary packaging. Are photos available? No. Can more details be provided about how the bleeding was ultimately controlled? Unk. Does the surgeon believe the bleeding was related to the tx device? If so, why? No, but the issue lead to a delay in the control of the bleeding. What is the current status of the patient? Stable. Device analysis: the analysis results showed that the tx30v device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. In addition, a reload (b) was received unfired. The device was tested for functionality with reload (b) and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. In addition, the primary packaging was found to be with no damage. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a liver transplant, difficulty to remove the empty reload. Once it was retrieved, it was impossible to reload the device with another cartridge. Use of another device to complete the procedure. After the procedure, the medical team attempted to reload the defective device: the primary packaging of the reload was stuck inside the device. Loss of time. Significant blood loss because the procedure was performed on the portal vein.